Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. An explant surgery was planned on (B)(6) 2024. During the surgery, adhesions of tissue around the array lead was removed, however, the device was not explanted as there was resistance upon attempt of array removal. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2024, for a revision surgery. The implanted device remains.